Event description:
Hair loss, gigantic blood clots, tremendous weight loss, abdominal pain, heavy menstrual, abnormal bleeding, head aches, loss of appetite due to pain, and headache numbness in my hands legs and feet.